Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had no stimulation sensation. The patient last felt stimulation roughly two weeks prior to the report. Previously the patient was having success with stimulation. There were three separate instances where stimulation was increased by an amplitude of a tenth or so until the patient could feel it, but that had nothing to do with it stopping. Now the patient was able to adjust stimulation and increase the setting up to the highest setting of 7.8 volts and still didn¿t feel anything. The device was turned up to the range of 6 volts and that was three times higher than the patient previously had success with. The patient had three programs and all of them were tried. Stimulation would increase but the patient would not feel any stimulation. The patient¿s husband wanted some help to reestablish the operation of the device and get the patient programmer working. The patient¿s husband knew that stimulation wasn¿t working because the patient had had the system for seven to eight years and he knew how it worked. Stimulation didn¿t exist, hence it was not working. The patient had bladder leakage that came on suddenly because the implantable neurostimulator (ins) wasn¿t functioning and there was a malfunction. There was no known accident or incident related to the complaint. The cause of the issue was not determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received indicated that patient was getting 50% or greater symptom reduction. It was reported as unknown if device related. It was also noted that patient needed reprogramming. The patient experienced loss of therapeutic effect and was noted as gradual. It was noted as patient did not experienced loss of stimulation and was also noted as gradual. The patient never had a great response from the beginning.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v620583, implanted: (B)(6) 2011, product type lead. (B)(4).